Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the therapy was not working. The patient had stated they were not getting the urge to void and were unable to "force void." They were self-catheterizing. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient met with the physician on an unknown date for reprogramming, and also met with a nurse practitioner on an unknown date for reprogramming. Neither encounters achieved the goal of voiding or getting the urge to void. The rep met with the patient the day of the report and increased the rate and instructed the patient to call the office to update them on progress. The issue was not resolved at the time of the report. The rep would obtain additional information, as in four weeks after the holidays, the patient would contact the office or the rep. Additional information was received from a manufacturer representative (rep). The rep reported that the patient experienced urinary retention prior to the device, and that their retention had not worsened as a result of the device or therapy. Catheterization was also the patient's standard of care prior to the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they are not getting relief since the device was implanted. Caller stated that the trial worked really well. Caller stated with the permanent implant no matter what program they tried they kept feeling a pain; heavy duty pinching/pulling down to the perineal area. Caller stated if they tried turning stimulation up they couldn't stand it so they were not getting any relief. Caller stated they met with the hcp to address the issue and the nurse practitioner couldn't get their implant to connect with their external tablet so they used the patients programmer instead. Caller stated when they got back home they were prompted to reboot so they did. But ever since instead of having 8 or so programs they only have 2. Caller is wondering if there is a way to recover those programs so they can try to get symptom relief. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time. Additional information was received from patient reporting that they have contacted their healthcare professional on multiple occasions; (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The cause of the connections issue was not determined. The nurse practitioner (np) has added programs back on but patient has been unable to access other programs at home without the device turning off. The cause of the lost programs was also not determined. Patient had no idea however could have been related to the "need reboot" device command that appeared which patient did since they could not get past that screen. The steps taken included the np and hcp adjusting the programs and settings but have been unsuccessful with the device up to date. Turning up the setting resulted in perineal pain that increases with each adjustment. They were still unable to stimulate the urination. Patient is meeting with manufacturer representative on 2021-oct-22 to evaluate the device and determine what problem is at that end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.